Manufacturer narrative:
(B)(4). Date sent: 4/22/2022. Additional information received: the lot number was not included as it was packaged up and contaminated and wasn¿t with its ¿packaging¿ to have any idea of a lot number. It was only one case on the 24th but it seems duplicated because in this case the surgeon used one full trocar code b12lt and one extra sleeve code cb12lt and they were not aware of which code the broken sleeve came from as they are the same ¿sleeve¿ , so for me to report both potential codes I did 2 separate reports to make sure I covered both possibilities. During end of ivor lewis esophagectomy (laparoscopic) the camera was pulled into the trocar for approx 30 min. Upon completion and removal of the trocar they noticed the distal part of trocar was broken. They didn't keep the device but attempted to remove all the pieces from the patient. Was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, other information: they removed what they could see/find. Please confirm, per device, what efforts were made to locate the pieces of the broken device during the procedure? Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? They visually inspected for a long period of time to find all the pieces they could find. Was there any change in the patient care as a result of this event? Informed patient of incident and will monitor for any complications what is the current patient status? Stable as of last check. Are all components of the broken device available to be returned? No device was discarded. Upon review it was identified that this is a duplicate report. Previous information was filed under 3005075853-2021-08069. H2: "device evaluation" should have been "additional information."

Manufacturer narrative:
(B)(4). Date sent: 5/17/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cb12lt device was received with the distal end broken. In addition, an obturator from a b12lt device was returned. The fracture surface was examined and the polycarbonate material exhibited a brittle fracture with little-to-no plastic deformation observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device and/or reprocessing or sterilizing the device prior to use. Please refer to the instructions for use for additional information regarding proper device usage. Additional information provided: cb12lt lot number: 451a02.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. D4: batch # unk. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: surgeon reportedly spent extensive amount of time looking for the pieces and extended the trocar site, but procedure was not converted to open. Trocar is not radiolucent so we did not do an x ray. No current change in patient care plans and patients are ¿ok". Nurses may know if all the pieces are there. No unusual tension on the trocar. The camera was not there for an extended period of time, just the usual amount of time for no the procedure which was otherwise uneventful. No smells or sounds. Additional information was requested and the following was received: were any issues noted with trocar before use in procedure? No. Where was trocar inserted (anatomical location)? Right chest - 7th interspace. What was the anatomical location of the trocar when it broke? It was between the ribs - 7 and 8. Is it believed the trocar broke during insertion? No. Or was the trocar broken when manipulated during the procedure? Probably. What instruments were inserted down the trocar? Camera - 10 mm. Were instruments excessively manipulated during the procedure? Not more than usual. Were the trocars reprocessed? Yes or no? No. If yes, were the trocars reprocessed in house (meaning at the hospital account)? N/a. Or were trocars reprocessed through an external vendor (and if so, which vendor)? N/a. Has there been any post-op medical or surgical intervention required since that day? No. If so, what specifically was the medical or surgical intervention? N/a. Has there been any alteration of or change to post-op patient care? If yes, please describe. No. What is the current status of the patient? Discharged home surgeon indicated nurse(s) may know if all device components were retrieved therefore, can the nurse(s) in this procedure confirm if all broken trocar pieces were retrieved? No is video of procedure available? Not sure are photos available of devices and broken pieces? No is lot or batch number available for this device? No the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After case was completed (ivor lewish laparoscopic esophagectomy) the surgeons removed the trocars and noticed the bottom had cracked and pieces had fallen off into the trocar incision. They tried to remove all pieces the could see and check around incision and inside patient and on the drapes. Camera had been pulled into the end of the trocar during 30 min at least while the anastomosis was being completed. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Unknown. Other information: they removed what they could see and find w/ visual inspection and camera inspection. Patient status/ outcome / consequences: patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Unknown for now as some small pieces may have remained inside the patient or may have fallen on drapes/floor. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.